Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Patient alleges they found fluid in the cycler after treatment. Patient could not identify the origin of the leak and had no adverse effects from the treatment. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within one month of the date of the event. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformance during the manufacturing process. This medwatch report is associated with MDR # 8030665-2013-00379.